Event description:
The pt had a history of intervention in the lesion; percutaneous transluminal angioplasty (pta) and stent placement (not drug eluting stent but details are unk). On (B)(6) 2012, two stents (ziv6-35-125-6.0-40-ptx x 1 and ziv6-35-125-6.0-60-ptx x 1 (complaint# (B)(4)) were placed in the left proximal sfa. On (B)(6) 2013, restenosis was confirmed. On (B)(6) 2013, f-p bypass was performed. On (B)(6) 2013, the pt recovered.

Manufacturer narrative:
This complaint is MDR reportable as intervention was required, approx 12 months after stent implantation and f-p bypass was performed. There were no zilver ptx devices of lot number c777740 in stock at the time of the complaint investigation. A document based investigation was carried out as the devices were not available for eval. The stents were implanted in the pt therefore are not available for eval. Angiogram images were not available for this complaint. As no images were available for review, the customer complaint could not be confirmed. The pt had a history of intervention in the lesion; pta and stent placement (not des but details are unk). Pt's pre-existing conditions also include hypertension and hypercholesterolemia. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. It is very unlikely that restenosis could have occurred due to zilver ptx malfunction. The root cause of restenosis cannot be determined. As per instruction for use ifu0063-5, restenosis of the stented artery is noted as a potential adverse events associated with the placement of this device. Prior to distribution, all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for zilver ptx and zilver ptx eluting stent revealed no discrepancies that could have contributed to this complaint. It has been reported that the pt recovered. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.